Event description:
During service testing, the baxter repair technician reported an infusion pump with a failure code 814:01. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. No additional information is known.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 814:01 was confirmed by the baxter repair technician. The failure was determined to be a faulty pump head module assembly, which was replaced and tested by the technician. Review of complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.